Event description:
The home pt reports a 2240 alarm during drain 1 of 5 of automated peritoneal dialysis treatment. The pt reports disconnecting the pt line of homechoice set from the transfer set during the pt's sleep. The pt discontinued treatment and started again with new supplies. The pt reported the incident to pt's unit and was treated prophylactically with antibiotics. There was no resulting infection according to the pt.